Manufacturer narrative:
(B)(4),

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving fentanyl (10,000mcg/ml at 2202mcg/day) via an implanted pump. Indication for use was noted as non-malignant pain and spinal stenosis. It was reported that a motor stall was seen at initial interrogation. The patient did not recently have an MRI. Multiple motor stall and motor stall recoveries were noted. Motor stall occurred on (B)(6) 2016 at 09:08 and recovered at 18:38. Motor stall occurred on (B)(6) 2016 at 03:29 and recovered at 06:19. No symptoms were reported to the manufacturer representative. The event date was noted as (B)(6) 2016. No actions/interventions were taken to resolve the motor stalls and recoveries. The physician decided to leave the pump running at current rate. They understood it may continue to "turn off/on and likely will turn off and not recover." The patient was deciding if they wanted the pump replaced or not.